Manufacturer narrative:
Correction: section b1 - type of report - product problem added. Correction: section h6 - health effect - clinical code updated.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7672421 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experience ineffective therapy, and the device was unable to enter MRI mode due to high impedances on the right s2 lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Effective therapy was restored post-op.